Manufacturer narrative:
(B)(4).

Event description:
Patient's contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the pairing failed between the g5 transmitter and the g5 application. No additional event or patient information is available. It should be noted that at the time of the event ios version 9.2 was not yet compatible with the g5 mobile application.